Event description:
On (B)(6) 2013, the reporter contacted lifescan in (B)(4), alleging the new onetouch verio iq meter box was crushed, however the meter was not damaged. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting by the customer care advocate.